Event description:
Philips received a complaint on the mrx device indicating the sparks that are coming out of the paddles after the shock discharge. There was reportedly no patient involvement. It was determined that this device model is no longer supported/serviced due to the end-of-life (eol) and the spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a not determined. The reported problem was not confirmed.

Manufacturer narrative:
The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. Health impact grid updated.